Manufacturer narrative:
Under (B)(6), pt info is considered confidential and will not be released by the hospital.

Event description:
The customer reported a pt suffered a nose bleed after having a temperature probe inserted. It was reported that, "the pt had a significant nose bleeding and a transfusion had to be performed." Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.